Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow-up, this right atrial (ra) lead exhibited loss of capture (loc) with good sensing measurements. Chest x-ray was performed and confirmed lead dislodgement. The physician elected not to intervene and reprogrammed the device. The physician will continue to monitor the patient. The ra remains in service. No adverse patient effects were reported.